Event description:
It was reported that during a procedure, on the sixth firing the device failed to complete the firing. Half of the reload fell into the patient's abdomen. It was retrieved. A new device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis showed that the atw35 was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out tab normal. In addition the reload pan was noted to have damage on the pan surface. The damage to the pan is consistent with an improper loading technique; when the reload is loaded improperly or long loading (holding features of the reload are not snapped on the channel windows) occurs at the moment of the firing, the reload will be ejected forward and some staples will be deployed and malformed because of incorrect alignment. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.